Manufacturer narrative:
The suspect device was not returned to olympus and a root cause cannot be determined.

Event description:
Olympus was informed that the olympus esg-400 generator generated an "e433" restarting error code. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Since the affected serial number could not be provided, a review showing any non-conformities or deviations during manufacturing regarding the described device was not possible. Instead, the manufacturing and quality control review was performed for the last 24 months of production without showing any non-conformities or deviations regarding the described issue. An investigation into the reported event was completed, however, since the suspect device was not returned and an evaluation of the suspect device could not be performed, a conclusive root cause can not be identified. The investigation determined the following: the e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: the operator activates the footswitch during generator booting (temporary error caused by user action). A defective footswitch (temporary error). A defective footswitch (temporary error, defective reed contact). A faulty cable connection between hvps board and generator board (temporary or permanent error). A defective hvps board (permanent error). 6 - a defective generator board (permanent error).